Event description:
It was reported that the patient's battery charger cord was smoking. A new replacement charger was sent to the patient and no reports of patient injury are associated with this event.